Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and a safety review. An abbott field service engineer (fse) concluded the pump assembly triple motor driver 8 burned out, possibly due to a short circuit in the pump assembly. The fse replaced the pump assembly, repaired the optics cable, and cleaned the carousel home sensor. Tracking and trending did not identify an adverse trend for the pump assembly. Labeling was reviewed and found to be adequate. The tdxflx is certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. Based on the evaluation, no deficiency was identified for the tdxflx analyzer, or the pump assembly.

Event description:
The customer stated a tdx/flx analyzer would not switch on. When the customer attempted to switch the analyzer on, power to the laboratory went down. When the stepper driver 8 was disconnected, the instrument powered up without issue. During troubleshooting, a new stepper drive was connected and smoke was visible from behind the instrument. A new cardcage was ordered but did not resolve the issue. There was no adverse impact to patient management or user safety reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.